Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin flow block alarm. The blood glucose level was unknown at the time of incident. Customer stated that they have tried all remedies. Customer was assisted for troubleshoot for insulin flow blocked alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive keypad due to pillowing keypad overlay. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and the displacement test due to unresponsive keypad.